Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported: during a left heart coronary angiography, air was injected into the patient. The patient experienced chest pain, st segment elevation for 5 minutes, decreased systolic blood pressure < 90 mmhg and myocardial infarction. The patient subsequently recovered.